Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that patient experienced elevated blood glucose (bg) over 500 mg/dl with extreme thirst and symptoms of dehydration (dizzy, lightheaded) associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. The patient was taking the medication mylosin which may have contributed to the alleged bg excursion. It was reported that the patient also had a ¿female infection¿. The patient reported having a high bg even after changing the infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 2.50u normal (p) bolus. The pump history shows a temp basal program run. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No errors or warnings or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).